Event description:
Pump declared a cartridge change error, impacting customer's ability to load cartridge successfully. There was no adverse impact to customer's blood glucose level. Customer initially could not load cartridge despite inspecting o-ring and cleaning pneumatic tap area; cts assisted in filling and loading a new cartridge, allowing customer to resume insulin delivery. Customer wasted five cartridges prior to contacting cts and requested replacements, which cts offered to send for satisfaction.